Event description:
It was reported that during an unk procedure, with the first blue magazine the stapler goes 2cm forwards and then backwards-not 6cm no patient harm nor significant delay was reported.

Manufacturer narrative:
(B)(4) date sent: 2/27/2024 d4: batch # 492c83 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage, with a tyvek, and with a gst60g reload loaded on the device. The reload was received partially fired 1/2. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 492c83, and no non-conformances were identified. Additional information was requested and the following was obtained: please explain in detail what was the issue with the device. Did the device deliver any staples? Yes if yes, were the staples formed properly? Yes if yes, was the staple line complete? No did the device cut? No if yes, was the cut line complete? No if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No-incomplete (just 1cm) was there any difficulty opening the device? No if yes, how was the device removed from the patient? N/a if yes, did the jaws eventually open? N/a